Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the thread separated from the needle in 5 units, this was detected before surgery."

Manufacturer narrative:
We have received 1 open sample (used) with the needle connected to thread (thread is not wound on the pack). Needle attachment result conducted on the sample received is xi= 0.47 kgf and fulfils ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not corresponding by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.